Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a possible right ventricular (rv) lead dislodgement. Events were seen simultaneously on the right atrium (ra) and rv channels. Loss of capture was also noted on the right ventricle and the lead was observed to be capturing in the atrium. X-ray confirmed the dislodgement. The lead was repositioned on (B)(6) 2020. The patient was stable.